Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a proglide device after an interventional percutaneous transluminal angioplasty (pta) procedure with a small-bore sheath. Reportedly, the suture was not attached while withdrawing the plunger, resulting in a cuff miss [suture retrieval issue]. The device was unable to be removed. An angiogram was taken and revealed that the device had separated where the metal guide tube and black guide meet. Surgical intervention was performed to remove the device and achieve hemostasis. A clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. The subsequent treatment is related to the circumstances of the procedure. In this case, it is likely the guide broke during insertion. When this occurs, it misaligns the foot to the needles leading to a failure to cycle and then the entrapment due to the foot not being able to close from the break. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.